Event description:
It was reported that the patient arrived at the hospital with 19 bpm. It was impossible to interrogate the device. The patient was given acute medication and the device was replaced. The device was returned to the manufacturer and subsequently tested out of specification. No further patient complications have been reported as a result of this event.